Manufacturer narrative:
Concomitant med products: console device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that when the motor device was plugged into the console device it was observed that the console device was displaying an e6 error (overheat warning). It was reported that when another motor device was put into the same console device, there was no error code displayed. It was reported that when the first motor device was plugged into another console device, the device displayed an e6 error code. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device console device and the reported condition that the device was displaying an e6 error code was confirmed. The reported condition that the motor device was overheating was not confirmed. An assessment was performed and it was found that the console displays "e6" error after running the device. During repair the flex circuit was found to be worn out causing the e6 error code. The assignable root cause of this condition was determined to be traced to component failure due to wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.